Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 380 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly the customer was able to load a cartridge successfully.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.